Event description:
The complainant had a high-risk percutaneous coronary intervention successfully supported by the impella cp. There were multiple balloon inflations and shockwave were needed to deliver 3 des. The patient remained stable throughout the case. After 2 hours of support the was impella weaned and explanted. The access site closed via two perclose and a 6fr angioseal was added due to track ooze. Later it was reported that about 21 days the patient was found unresponsive following a motor vehicle accident. A large amount of blood was noted under the patient that was coming from right femoral access site (impella cp access site). Paramedics were unable to revive the patient and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿